Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: drive unit failure.additional text: tlc ii and tlc ii plus.specific component(s) involved: external controller malfunction.additional text: tlc ii.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of other component.implant device type: both (in the same or visit).malfunction device type: both (in the same or visit).